Event description:
It was reported that the patient presented to the hospital for a follow-up post implant on (B)(6) 2022. During examination of lead, chest x ray revealed that the right atrial (ra) lead had dislodged. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition before, during and after procedure.